Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product by the customer. Result the two used returned infusion sets were visually inspected and tested for flow and tightness. An occlusion with insulin was found within the tube behind the needle of the two infusion sets. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Caller reported the patient experienced elevated blood glucose level of 468 mg/dl on (B)(6) 2013. Caller stated the patient noticed a leakage from the cannula housing to the infusion set tube. Caller reported the patient took correction via pen and changed the infusion set. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.